Manufacturer narrative:
(B)(4). Insulin pump was received with missing segments, partial display due to cracked and bleeding liquid crystal display glass.

Event description:
Information received by medtronic indicated that insulin pump had screen has lines broken. Customer stated the insulin pump had neither bumped nor dropped. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.